Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. Device received with broken battery tube threads. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 227 mg/dl at the time of incident. Drive support cap was loose. Customer stated that the battery and reservoir compartment was damaged. The insulin pump will be returned for analysis.